Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. Customer¿s blood glucose level was 435 mg/dl.